Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included environmental and functional testing without duplicating the malfunction. The electrodes used at the time of the reported malfunction were not returned for evaluation as part of this investigation. Review of the device activity logs did not find evidence to support the reported event. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that the device displayed a "poor pad contact" message.complainant did not indicate that there was any patient involvement in the reported malfunction.